Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture when pacing at maximum output. Also a low amplitude was observed. The patient previously had a fall and fractured right shoulder, but device was on the left. Moreover, last check showed normal impedances. Boston scientific technical services (ts) discussed dislodgement. In addition, the patient was slightly symptomatic, was feeling dizzy and tired. The patient had an appointment with following physician for scheduling of revision. To date, the lead remains in service. No additional information has been received at this moment. No adverse patient effects were reported.